Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2016, a 27mm trifecta¿ gt valve was implanted. On an unknown date the valve was explanted. The reason for the explant is unknown. The patient was reported to be in stable condition. Additional information has been requested.

Manufacturer narrative:
The investigation found that leaflet 3 was torn. There was calcification noted on all the leaflets. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. While the exact reason for valve explant remains unknown, calcification could lead to a number of potential issues with valve functionality.